Event description:
It was reported that the drive support cap on the insulin pump was flush. It was stated that the device was exposed to a high magnetic field while the customer had an x-ray taken at the dental office. Troubleshooting was performed. It was stated that the customer attempted to bolus for her dinner, but the device alarmed motor error. While speaking to the customer the device started to beep, but nothing was on display. Instructed the caller to remove the battery and found that the customer was using a lithium battery. Instructed the customer not to use this type of battery because it may cause the insulin pump to overheat. It was mentioned that the customer was receiving alerts. When the battery was removed and reinserted the device did turn on, but the time did no appear on the screen, and it was blank. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump received with blank display after the countdown problem isolated to the mother board. Unable to perform the displacement test and verify black display and motor error alarm due to blank display. Drive support disk was inspected and no anomaly was noted. Motor passed motor test.